Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing ineffective therapy. In turn, surgical intervention was undertaken on (B)(6) 2020 wherein a new lead was implanted. Postoperatively, the patient has effective therapy.

Event description:
Additional information revealed that the new lead was added for additional coverage and no allegations were made against the existing lead.

Manufacturer narrative:
This record is no longer reportable against the lead as there are no allegations.